Event description:
A distributor in denmark reported a malfunction code 16-0x20e6. It was not indicated whether there was an impact on the customer's blood glucose level. The customer had already attempted to reset the pump but was informed that a replacement was necessary. The pump, still under warranty, was to be replaced following instructions provided by technical support. The return of the malfunctioning pump was organized, and a new pump was shipped to the customer. The customer did not provide information on what type of backup therapy they would use.